Event description:
It was reported that this pacemaker system exhibited noisy signals and oversensing in this right ventricular (rv) and left ventricular (lv) lead. Technical services (ts) discussed a possible lead on lead contact. Ts recommended a revision depending on findings. Furthermore, this rv lead was explanted and replaced due to fracture. No additonal adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead returned severed and in 4 segments. Some segments of the lead were not returned, and the lead was destroyed at explant. Visual inspection of the lead found that the helix mechanism was extended, dried blood was noted in the helix housing and tissue with calcification on the distal shock coil. Then testing was completed to assess lead electrical performance and inner/outer insulation integrity, insulation damage was observed at the proximal end of the proximal coil. There is webbing damage and the proximal coil has been rubbed flat. Based on the analysis results, insulation damage characteristics are consistent with lead-on-lead abrasion with pressure and movement. Analysis concluded that the clinical observations of fracture were likely caused by the confirmed lead-on-lead abrasion.

Event description:
It was reported that this pacemaker system exhibited noisy signals and oversensing in this right ventricular (rv) and left ventricular (lv) lead. Technical services (ts) discussed a possible lead on lead contact. Ts recommended a revision depending on findings. Furthermore, this rv lead was explanted and replaced due to fracture. No additional adverse patient effects were reported.